Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ilioinguinal neuropathy after inguinal right inguinal hernia repair with mesh. She had revision surgery 8 months post-surgery. The patient experienced inguinal pain, complications leading to recurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ilioinguinal neuropathy after inguinal right inguinal hernia repair with mesh. She had revision surgery 8 months post-surgery. The patient experienced inguinal pain, complications leading to recurrence. The mesh was explanted one year and four months after the original surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of right inguinal hernia. It was reported that after the implant, the patient experienced pain and recurrence. Post-operative patient treatment included revision surgery.